Manufacturer narrative:
Heartsine evaluated the customer's device and confirmed the reported issue. Heartsine identified the cause of the issue to be a shortened pogo-pin spring. The device was scrapped by heartsine and the customer was provided with a replacement device. The hdf 3500 device is not available for distribution in the united states but is similar to the sam 350p and 450p which is distributed in the united states.

Event description:
A distributor contacted heartsine to report a non-critical issue with their customer's device. During evaluation, a pogo pin failure was observed. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.